Manufacturer narrative:
Additional procodes: gfa, gff, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the distal femur with retrograde femoral nail (rafn) on (B)(6) 2020, the 13.0mm cannulated drill bit was broken at the connection while reaming. A fragment was generated, but it was easily removed. The procedure was successfully completed with no surgical delay. Patient status is unknown. This report is for a 13.0mm cannulated drill bit 300mm. This is report 1 of 1 for (B)(4).